Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received analyzer alarms and a questionable ldl-cholesterol plus 2nd generation result for one patient sample and a questionable glucose hk gen.3 result for one other patient. Of the data provided, only the ldl result was discrepant and reported outside the laboratory. The initial result was 313 mg/dl and was reported outside the laboratory. The repeat result was 103 mg/dl. The repeat result was believed to be correct and the report was corrected. The patient was not adversely affected. The ldl reagent lot number was 60207901 with an expiration date of 05/31/2016. The field service representative found a bent reagent probe and a misaligned sample probe over the cuvette. He replaced the reagent probe and realigned the sample probe. He ran a patient precision check, calibrations, and qc which were all acceptable.